Manufacturer narrative:
The intraocular lens remains implanted. Device evaluation: the lens remains implanted, and the fiber was not aspirated by the doctor. The reported complaint could not be verified. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specifications. A search revealed that no additional complaints for this order number have been received. Labeling review: the directions for use (dfu) were reviewed. The dfu provide the customer with proper usage instructions and guidelines. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that at insertion of the intraocular lens (iol), the surgeon noticed some irregularities on the posterior edge of the iol, close to, but not on the haptic-optic junction. The surgeon tried to aspirate/rub these "fiber-like" asperities without success. The iol was implanted. A delay was noted of 3-5 minutes longer than normal overall. The surgery was completed without any other issue. No secondary surgery required. No additional information was provided to abbott medical optics.